Event description:
It was reported that to release her back and leg pain the patient underwent an anterior discectomy, interbody fusion, and plating from c4 to c7 using rhbmp-2/acs on (B)(6) 2006. It was reported that the patient underwent a second fusion surgery at l4 to s1 for decompression and internal fixation using rhbmp-2/acs on (B)(6) 2007. Patient has continued her pain management for 6 years, but her main problem is the chronic cervical and low-back pain. It was reported that the patient now suffers from injuries including difficulty standing, chronic back and neck pain, incapacitating pain, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient has also developed ectopic bone growth.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: anterior cervical diskectomy, osteophyte resection, foraminotomy, anterior interbody fusion with alphatec novel cage with bone morphogenetic protein (bmp) and oeteocell multipotential cellular bone matrix, with delta-lok reveal anterior cervical plating, c4-5, c5-6, and c6-7; for pre-op and post-op diagnosis of: cervical spondylosis and spinal stenosis, c4 to c7. As perop notes: ".. I then selected three alphatec peek cages with medium footprint and 5 mm height. These were packed with two pledgets of bmp sandwiched between two layers of osteocel. The cages were then impacted flush with the anterior aspect of the spine. No complications were reported.."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.